Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2015; 5076-58 lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant an left ventricular (lv) lead dislodgement was confirmed via xray. It was noted that at initial implant, the lead was difficult to place and the patients anatomy provided few options for implant. It was further reported there were high lead thresholds. The lead was explanted and replaced with a his bundle placed lead. No patient complications have been reported as a result of this event.